Event description:
It was reported that during an unspecified procedure, the tip of a prowater guide wire separated and remained in the patient anatomy. Reportedly, unsuccessful attempts were made in two different procedures to try and retrieve the separated tip. No additional information was provided.

Manufacturer narrative:
(B)(4): it could not be identified or determined the details of the event including whether or not there occurred the guidewire breakage incident. Investigation of the production record could not be performed as no lot information was available. Though lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The instructions for use warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.